Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show two channels involved in a short circuit and several channels with hi status since implantation surgery likely due to a damage caused by multiple insertion attempts. Reportedly during electrode insertion resistance was met due to possible cochlear fibrosis or ossification, which might have contributed to the observed issue. Re-implantation is considered but no date has been scheduled yet.

Event description:
There was resistance met during electrode insertion on (B)(6) 2025. With multiple insertion attempts, the implantation was finally completed. The user had almost no auditory response to the ci at activation. Reimplantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was resistance met during electrode insertion on (B)(6) 2025. With multiple insertion attempts, the implantation was finally completed. However, during device activation on (B)(6) 2025, ift showed that most channels had abnormal impedances, and the user had almost no auditory response to the ci.